Manufacturer narrative:
The main component of the system and other applicable components are: product ID :977a275, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported an infected implantable neurostimulator (ins) site. The patient was having pain at the ins site. Some programming was done but it did not help. The stimulator was explanted due to infection. The system was explanted on (B)(6) 2015 and the issue was resolved. No further complications were reported/anticipated. The indication for implant was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.